Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, generalized illnesses. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5084835. It was reported that a female patient underwent an unknown breast surgery with unknown silicone devices , and reported rupture and generalized illnesses after implantation. As a result patient had bilateral removal on (B)(6) 2013. Patient indicated after removal of implants her implant illnesses significantly improved. This report is for the left side.